Event description:
Reporter indicated that vns pt was explanted due to infection. It was reported that the pt developed a hematoma after implant surgery and that they began to pick at site, which became infected. The infection has reportedly resolved and the incision sites are healing well. Reimplant is planned. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.